Event description:
This 53-year-old female underwent bilateral augmentation mammoplasty in 1984 with insertion of gel implants (per pt). The specifics of the implants are unknown to the reporting facility. Since a recent mva she has had ongoing pain and burning in the right breast and axilla and chose to have the implants removed. Gross: both implants are ruptured and exude sticky viscous gelatinous material.